Event description:
On (B)(6) 2022, neotract was made aware of a patient who had received a successful prostatic urethral lift (pul) procedure. During the procedure, it was noted that three devices did not properly deploy an implant (one urolift system ul400 and two urolift atc system devices). Due to continued obstruction, the case was converted into a turp. The two urolift atc system devices were returned for investigation. On (B)(6) 2022, investigation of one of the returned devices confirmed 1mm of the needle was broken and not accounted for. The physician was notified and reported that the patient was doing well and no further action was planned.